Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device fell into the washing machine. Pt stated the infusion device was in the washing machine for 5 minutes. Pt reported changing the infusion cartridge and letting the infusion device dry and then used it again. Pt reported feeling sick while walking in the park after 2 days and contacted the hospital and got admitted to the hospital with an elevated blood glucose level. Pt's blood glucose level was not provided. Pt's normal blood glucose range was not provided. Treatment received while in the hospital was not provided. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.